Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The device was being applied to the bowel. The device did not fire at all. The surgeon was able to press the green button, but the handle jammed after two firings. In order to resolve the issue and complete the case, used a new device. There was no patient harm. The patient status is alive, no injury.